Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device lot number is unknown as it was not provided. Device expiration date is unknown as lot number was not provided. UDI #: unknown since lot number was not provided. Device manufacturer date is unknown as serial no was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and there was suction loss while laser firing in right eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient commented that would like to re-schedule for a photorefractive keratectomy procedure on another day. Patient reported symptoms are not interfering with daily activities and resolved on (B)(6) 2018. Bcva from (B)(6) 2017: right eye pre-op 20/20 -3.50 x -1.50 x 155, left eye pre-op 20/20 -3.25 x -.75 x 175.